Event description:
A customer reported to baxter corporate product surveillance an unknown amount of onelink needlefree microbore y-type catheter extension sets in which no flow was observed. According to the report, when the facility infuses lipids through one of the lures and hyperal through the other, they notice that the extension set occludes in the part of the set where lipids were infusing. The occlusion does not go away when they disconnect and try to flush it. The facility has to change out the sets to continue with therapy. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.